Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A procedure form received on (B)(6) 2018 stating that this lead was turned off due to fractured. Additionally, an email was received on (B)(6) 2018 stating that the tachy therapies were off due to the fractured durata lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).